Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple errors like pump error 25(this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running), pump error 49(history pointers failed. The history pointers are corrupted), pump error 68(trace pointers are invalid), and pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1880l. The customer reported receiving a power error detected alarm. The customer was able to clear the alarm and complete the rewind but troubleshooting did not resolve the issue. The customer reported receiving a pump error. The customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed selftest. The customer is not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit p-cap / test reservoir locked properly in place. The pump powered up properly after battery installation. The pump passed the displacement test. No unexpected pump error 23, pe 25 or 68 noted during testing. The pump failed the sleep current measurement test due to moisture damage on battery tube assembly. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Pump error 75 alarmed during self test due to corroded battery tube assembly. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, missing display window cover, cracked case (corner of belt clip rails), serial number label missing, cracked retainer and cracked battery tube threads. Power error alarm (25) confirmed in history file on (B)(6) 2024 15:00:00.000. In summary, customer alleged pump error 25 confirmed. Exposed to moisture confirmed. Pump error 75 confirmed. Pump error 68 confirmed. Pump error 49 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.